Event description:
It was reported that on july 24, 2024, the t-handles were spinning and bent. It was also noted that the awl was chipped. There was no patient involvement. This report involves one (1) universal chuck with t-handle. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6 investigation summary the customer reported that t-handles were spinning and bent. Awl was chipped. There was no patient involvement. The repair technician reported that handle was bent and dented. The item is not repairable per the inspection sheet. The cause of the issue is user error. The item will be forwarded to customer quality. The evaluation was confirmed. Device history lot product code: : 393.10. Lot number : 2l52790. Release to warehouse date : 06.feb.2019. Expiration date : na. Supplier: na. Manufacturing site: werk hagendorf a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.